Event description:
This event was reported as congestive heart failure, prosthetic degeneration, severe aortic regurgitation, bacterial endocarditis, source unknown, renal failure, dyspnea on exertion, severe fatigue, pulmonary edema and progressive azotemia. No further info was provided.